Manufacturer narrative:
(B)(6). The reported field event of noise reversion alerts was confirmed in the laboratory. The noise was consistent with a device not connected to any leads or loads. Analysis of the device was normal. No anomaly was found.

Event description:
It was reported that noise was observed. The device was returned for analysis.